Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. An internal evaluation of the device observed multiple parts damaged and disassembled. The evaluation concluded that there was evidence of the device being tampered with. The component root cause could not be established due to the extensive damage. All of the damaged parts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.